Event description:
The device was not working. No further information available. No patient consequence occurred. Unknown how the case was completed.

Manufacturer narrative:
H6: torn acoustic isolator. The hand piece was returned with a loose mount. The analysis was performed and was found that the handpiece no longer meets the specifications for continuity. It was tested on a generator and intermittent activation and sequealing noise was noted. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.